Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473 & k210608; reported here as it exceeded character limit for designated field.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as it reached the end of service (eos) after 2 years of being implanted. The icm is not expected to be returned as it was discarded. No new device was implanted. No additional adverse patient effects were reported.